Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within its claimed specifications. Sensitivity and specificity calculations based on customer-provided data were confirmed to be 100.00% and 99.99%, respectively, which align with the assay's performance claims. The root cause of the reported false positive results was attributed to the inherent specificity limitations of the assay, as single false positive results are covered by the specificity claim. According to the instructions for use (IFU), all initially reactive results must be retested in duplicate, and repeatedly reactive results require confirmation using an independent method. Recommendations were provided to the customer to address their workflow, emphasizing that the anti-hbc test is not a suitable confirmation method for hbsag results. The device remains in operation at the customer site, and no product issue was identified.

Event description:
The initial reporter alleged a high rate of false positive results for the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer reported that a significant number of samples required confirmatory testing. The customer's workflow involves using the anti-hbc test as a preliminary step to determine whether to proceed with confirmatory testing for hbsag. If the anti-hbc test is non-reactive, the hbsag results are reported as non-reactive. If the anti-hbc test is reactive, the customer proceeds with confirmatory testing using either the hbsag confirmatory test or the hbsag auto confirmatory test. The customer also noted that some samples were previously tested on a competitor platform (architect) before being loaded onto the roche analyzer, but this practice was discontinued. In (B)(6) 2023, the customer reported 454 reactive hbsag results, of which 1 was non-reactive (false positive) upon confirmatory testing, 10 were reactive (true positives), and 1 was indeterminate (true positive). In (B)(6) 2023, the customer reported 615 reactive hbsag results, of which 2 were non-reactive (false positives) upon confirmatory testing and 10 were reactive (true positives). Sensitivity and specificity calculations based on confirmatory test results for both periods were reported as 100.00% and 99.99%, respectively, which are within the assay's claimed performance specifications.